Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the pump was beeping with no alarm present. Customer stated that the pump beeps without an alarm approximately every 15 minutes. Customer stated that the buttons were not pressed or accidentally pressed. Customer was advised to monitor the pump and call back if the issue recurs.